Manufacturer narrative:
The ventilator was investigated on site but the problem was reproduced and the o2-cell was replaced. No goods have been received. The review of the returned device logs confirms the reported issue with alarms for low o2 concentration. Between (B)(6) , at 21:34 and (B)(6) , at 09:25, several alarms for low o2 concentration were generated. In the pre-use check it was also confirmed that the o2-cell was measuring a value lower that the expected during calibration. Our investigation has concluded that the reported problem with alarms for low o2 concentration has been caused by a depleted o2-cell. A depleted o2-cell will not affect the delivered volumes or o2-concentration. The o2-cell is only a measuring device and needs to be replaced according instructions in the user¿s manual. H3 other text : 4114

Event description:
Manufacturer ref #: 244940.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).